Event description:
It was reported that the right cylinder of this inflatable penile prosthesis (ipp) was buckling in lower portion of the distal end. The pump and cylinders were removed and replaced with new size implant, while the existing reservoir was kept in the patient, it was drained then refilled. No patient complications were reported.